Event description:
It was reported that the pump reset unexpectedly. In addition, it was also reported that the customer received a continuous glucose monitor error 42. Customer¿s blood glucose level ranged from 207-208 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.